Event description:
It was reported that during a cardiac ablation, a steam pop occurred during a radiofrequency application on the cavotricuspid isthmus (cti) line. Ultrasound confirmed the steam pop and that there was no effusion. The catheter was replaced by a non-medtronic product. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0232353415 and data files were returned and analyzed. Six video files were returned from the field and reviewed. The first three videos showed the initial start up. The fourth video showed mapping. The fifth video showed ablating and mapping. And the sixth video showed red dots on the electrodes at the 15:27 mark. Log files were returned from the field and were viewed using an analysis tool. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The uson tester was used on the catheter to check for flow. The occlusion test passed. In conclusion, the reported steam pop issue is plausible through data analysis. The reported steam pop issue was not observed with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.